Manufacturer narrative:
The suspect extension set model 20022 lot unknown was not received from the customer for inspection and testing. Received from the customer were two new associate sealed in package extension sets model 20022 lot 19025720. The customer¿s report of the microbore tubing was noted to be leaking was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed on the sets during visual inspection. Functional testing showed no anomalies. The root cause of the customer's report could not be identified.

Event description:
It was reported that microbore tubing was noted to be leaking in the pediatric area. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that microbore tubing was noted to be leaking in the pediatric area. Although requested, there were no further details or information provided and no report of harm.